Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) triggered elective replacement indicator (eri) due to lock-up issue. The lock-up was cleared and the ipg was reprogrammed back to its original settings and remains in use. No patient complications have been reported as a result of this event.